Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was indicated that the patient's vns indicated high impedance during a routine office visit. X-rays were taken by the physician that showed no issues; however, these x-rays have not been provided to the manufacturer. Surgery to replace the lead and generator has occurred. The explanted products will likely be returned, but have not been received to date.